Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple inappropriate shocks. A lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited high and rising thresholds, increased pacing impedance, and elevated sensing integrity counter (sic). The lead was programmed off and it is unknown if further intervention will occur. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the plan is to cap the lead.